Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2022. During procedure, the dart detached from the suture upon deployment and was stuck inside the patient. It was not reported if there were attempts to remove the dart from the patient. No further information has been obtained to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2022. During procedure, the dart detached from the suture upon deployment and was stuck inside the patient. It was not reported if there were attempts to remove the dart from the patient. No further information has been obtained to date, despite good faith efforts.

Manufacturer narrative:
Correction to block e1: initial reporter facility name and address. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment. Block h10: the device returned with the handle, the head and catcher in good condition. A functional inspection was performed and found that the carrier had problems to load/engage properly the suture. With all the available information, boston scientific concludes that the complaint of dart detachment and "unretrieved device fragments (udf)" cannot be confirmed and will be classified as no problem detected. During the product analysis, the carrier had problems to load/engage properly the suture. Based on the available information, the root cause of the reported clinical observations cannot be established. An investigation to address this problem is in progress.